Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "leaking, shrinking, about a fourth the size of other side"

Event description:
Patient reported a right side "leaking, shrinking, about a fourth the size of other side". Device remains implanted.